Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm and no significant event leading to the alarm was observed. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported to have received a sensor signal not found on sensor. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked j1/pcb 1 keypad connector, or stuck button alarm noted during testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump was programmed with test guardian 3 link and a test transmitter. The pump communicated properly with the sensor and test transmitter. The display showed the calibrate your sensor alarm properly after completion of the warm up. Pump calibrated to the programmed test values properly and displayed correctly on the display graph. No unexpected lost sensor alarm, sensor signal not found alarm, or sensor connection anomalies noted during testing. Pump received with scratched case and pillowing keypad overlay.